Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that a user experienced hyperglycemia while using the ilet, with a fingerstick of 278 mg/dl and the pump indicating glucose in the 300s; the husband entered a calibration once but could not enter a second calibration, and was advised that calibrations must be separated by one hour, with troubleshooting and education completed. Symptoms included elevated blood glucose. Outcomes included no alarms and no need for medical intervention or hospitalization. Investigation included troubleshooting and user education regarding calibration timing. Investigation of this case revealed no device malfunction reported and user calibration timing constraints consistent with device operation. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.